Event description:
Customer reported a patient sample with anti- e failed to react with e positive cells on 0.8% resolve panel b lot # vrb204. Increased incubation time also gave a negative result. According to customer, sample in question had positive reaction with 0.8% selectogen screening cell (1+ reaction). Customer had initially used 0.8% resolve panel a for identification and obtained negative results. Customer performed phenotype for sample in question and reported e-negative. Customer stated qc was acceptable. Customer does not have sample for return.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4). Report 3 of 5.